Event description:
Procedure type: gastric bypass. According to the reporter: during the first firing, the firing knob became quite stiff after it came to the middle. The knob could be pushed forward completely after that, but it was too stiff to retract and finally came off. The surgeon pushed the release button to pen the jaws and found some distally fired staples were not formed. After removing the unformed staples, the surgeon sutured the tissue. The tissue was damaged upon removing the device. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).